Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that, from their point of view, it sounded like the patient should have been instructed to turn the device off and to make an appointment to see their healthcare professional (hcp). The representative felt that the issue was out of their scope and there was nothing they could do. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that her reason for calling is because her ins is causing her discomfort. The patient explained that she has an odd pain "down there" that's not the same as the feeling she would get if the stimulation amplitude were set too high. The patient states that her ins is implanted in her "rear end, in the lower back area" and she can feel it moving when she touches it with her finger. The patient stated that she turned the ins off because the pain was unbearable, but reports that she still feels pain in the ins area. The patient stated that she called her hcp to get a refill of the pain pills she took immediately after the ins was implanted. The patient stated that she's been trying to reach her hcp for 2 days and had to leave him a detailed message. The patient confirmed that she fell against her bathroom wall about 2 weeks ago. No further complications were anticipated/reported.